Manufacturer narrative:
Continuation of concomitant products: 402458 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance values throughout the life of the current pacemaker. The pocket was opened and the lead was observed stimulating the pocket. In addition, there was a break in the lead's insulation. The decision was made to cap and replace the ra lead. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.